Event description:
The customer reported that following a diagnostic catheterization procedure a vasoseal es was deployed. It was noted that the vasoseal sheath was placed deeper than expected, however, when another attempt was made to locate the artery, the markers lined up in the same place so two collagen plugs were deployed. Two days postdeployment the pt complained of leg pain and was sent for removal of a clot. The physician made an attempt to remove the clot with angiojet, however, it was very hard and was pushed into the right superficial femoral artery. At this time the pt underwent surgery and the collagen plug was removed from the artery. The pt was discharged and no further complication were reported.